Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus within the outflow graft could not be confirmed as no images were provided by the account and the device was not returned for evaluation. The controller event log files contained overlapping events from (B)(6) 2023 through (B)(6) 2023. No notable events or alarms were observed, and the pump appeared to function as intended at the set speed. The patient was ultimately discharged home as their laboratory tests and device function were stable. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Additionally, several sections of the hm3 IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for concerns of thrombosis in the setting concern for a thrombus in his right upper extremity. A computed tomography scan (CT) was performed and found a small volume nonocclusive filling defect within the proximal aspect of the outflow tract, which resulted in a 50% narrowing of the outflow tract. Lab results were not consistent with a thrombus.

Manufacturer narrative:
No additional information has been provided. The manufacturer is closing the file on this event.